Event description:
Information was received from an advanced evaluation trial patient. The consumer reported being in the hospital due to an infection at the site of the lead. The infection started with a fever 2 days prior and led to hospital admission on the day of the report. It was noted that the patient received a morphine shot and she was not right in the mind and out of it during the call.

Event description:
Additional information from a healthcare professional (hcp) reported the patient had a blood culture and aerobic wound culture. The hcp noted the patient is taking doxycycline 100mg by day or night for 10 days. The hcp noted the cause of the wound was cellulitis of the wound. The hcp noted the patient is feeling much better and the patient has finished taking the course of antibiotics. It was noted the patient started the trial on (B)(6) and trialing system was removed on (B)(6).